Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic partial pulmonary resection, while the device was being applied to the lung tissues, the surgeon heard click sound and found a yellow and finely plastic pieces fell from the handle and couldn't continue to fire. There was a poor staple formation and there was an incomplete staple line distally. The handle and reload were replaced and same situation occurred, couldn't fire. The handle was changed the operation continued successfully. There was no patient injury.